Event description:
It was reported that this pacemaker was found to be operating in safety mode upon interrogation along with exhibiting a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) recommended emergent device replacement. It was noted that the patient was admitted to the hospital awaiting replacement. No additional adverse patient effects were reported. At this time, evidence suggests that the device remains in service.